Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 was off hinges and was difficult to open and close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was off its hinges and was difficult to open and close. A field service engineer (fse) remotely accessed the station and did not observe any failures. The fse worked with the customer, also checked the station. The station was functioning properly at that time. It had been making a clicking noise earlier, particularly from the bottom drawer, which was very heavy. The customer moved the station slightly, and it started working. The issue was confirmed to be resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 was off hinges and was difficult to open and close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.